Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709sc (lot: n260135009); product type: 0184-catheter; implant date (B)(6) 2024; UDI: (B)(4); ubd: 2012-07-09. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal dilaudid 4 mg/ml at 1.3 mg/day via an implantable pump for unknown indications for use. It was reported that the patient had loss of effectiveness. A catheter dye study was performed and they were unable to aspirate. Actions/interventions taken included a catheter revision scheduled. The issue was not resolved at the time of the complaint and the patient's status was "alive-no injury". The patient's weight and medical history was asked but was unknown.